Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having recurring issues with air bubbles in the reservoir. The customer experienced a low blood glucose level and almost went to the hospital. Customer's blood glucose level was 51 mg/dl. She ate some chocolate and granola and shut the insulin pump off. The bubbles came back after purging them. The device was not returned.